Event description:
It was reported that the event was discovered during a regular check in at the hospital. The patient claimed they were unaware of the alarm and hadn't noticed anything. The alarm had resolved, and the patient was reportedly stable and doing fine. It was communicated that the patient¿s system controller and modular cable were exchanged solely as a precaution.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event which was associated with a driveline disconnect event. A specific cause for the driveline disconnection could not be conclusively determined though this evaluation. The controller event log file contained events from (B)(6) 2023. The driveline appeared to be disconnected on (B)(6) 2023, causing the pump to stop. Following the reconnection of the driveline, the pump regained speed and resumed normal operation. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 2 of the IFU and section 2 of the patient handbook state: "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." The patient handbook also explains that the pump cannot run without power. Section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related MFR#: 2916596-2023-04558. It was reported that the patient had a driveline disconnect alarm on (B)(6)2023 with an associated pump stop. The patient was unaware of the alarm and did not experience any adverse consqeuenced. The modular cable and system controller were exchanged.